Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was not charging and the patient was feeling pain. The patient stated that his stimulator had not been working for a while and he could not get the stimulator to turn on because the battery has depleted and he could not charge the stimulator. The patient also reported that whenever he leaned a certain way he thought the stimulator was on because he got a tiny "shock" on both legs and "sometimes it goes away and goes back on again"; the patient noted that this did not happen every day. The patient stated that when he used the programmer he could not sync to the ins and said that he had not charged the ins for "over a couple months". Physician listings were sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that his spinal cord stimulator wasn't working and still wasn't working, it went dead on him. No further complications were reported.